Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received the failed battery test. Customer's blood glucose level was 126 mg/dl. The device will not be returned for the analysis.

Manufacturer narrative:
After installing the battery tester, device shows low power battery sign and no key function due to corroded battery tube spring noted. Device passed displacement test,